Event description:
Reporter stated the patient experienced hyperglycemia of approximately 22.0 mmol/l (396 mg/dl) in (B)(6) 2013, and his normal blood glucose is 8.0 mmol/l (144 mg/dl). His blood glucose decreased when he switched to the backup infusion device, and it is alleged the primary infusion device did not deliver insulin correctly. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.